Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during pump support the patient developed hemolysis. It was noted that the adverse event was cause by the impella device and by the insertion of percutaneous cardiopulmonary support (pcps). As a result, the patient received 10 units of red blood cells, 8 units of fresh frozen plasma and 20 units of pc. Plasma free hemoglobin (pfhg) levels were not provided. No further information was provided.